Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction of failure. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter, it was determined that a failure code 808:02 occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The condition of failure code 808:02 was confirmed but not duplicated due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).